Manufacturer narrative:
The subject device was returned for repair. The repair evaluation confirmed the customer¿s reported problem, not acknowledging the scope put in. The problem was isolated to damaged pins inside the video connector. The evaluation also noted the unit front panel is discolored and the an upgrade to the latest software version is recommended. The investigation is ongoing; however, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus was informed by the biomedical equipment technician at user facility that the customer that scope detection from the visera elite video processor does not work, ¿not acknowledging the scope we put in it¿. The customer reported problem was found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged video connector pins could not be identified. The event can be detected/prevented by following the instructions for use which state: [important information ¿ please read before use]do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions of installation and connection] never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.